Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reports an inadvertent bolus of fluid in the ICU after removing the tubing from the lvp while on "pause". The roller clamp was not engaged at the time of the event.

Manufacturer narrative:
Correction: disregard this file because the suspect device is a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2016-00512 for MDR reporting.